Event description:
It was reported the patient had pump site discomfort. On (B)(6) 2015, the pump was palpated and examined. It was noted, the patient had gained a significant amount of weight since the pump was implanted and this caused the pump to be at an angle. This also made it difficult to access the pump. The pump was surgically repositioned (pump pocket revision) on (B)(6) 2015. The severity of the event was listed as mild and the event was reported as "ongoing". The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4.

Event description:
Additional information received reported that there was incisional erythema seen on (B)(6) 201. The event was reported as "ongoing event." During examination and palpation on (B)(6) 2015, it was noted there was erythema, warmth and muscle spasms to pump pocket incision area. Intervention included: patient was placed on bactrim ds, 1 tablet twice daily (bid) for 10 days. This was given prophylactically on (B)(6) 2015. During examination and palpation on (B)(6) 2015, it was noted there was erythema around pump pocket incision and slight warmth. The patient was placed on clindamycin 300mg orally every 6 hours (po q6h) for seven days, prophylactically on (B)(6) 2015. During examination and palpation on (B)(6) 2015, it was noted there was erythema, warmth and muscle spasms to pump pocket incision area. It was noted that it was unlikely related to device or therapy but related to implant procedure. Severity was reported as mild. Additional information received reported that the event resolved with sequela on (B)(6) 2015, sequela was "incisional erythema."

Event description:
Additional information received reported that the event resolved without sequeale on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n425732, implanted: (B)(6) 2015, product type: accessory. (B)(4).